Event description:
During an ercp procedure with stent placement the physician used a cook endoscopy oasis one action stent introduction system. After placing the stent, the physician experienced difficulty removing the guiding catheter of the introducer. The physician forcefully pulled the guiding catheter to remove it from the pt. The stent remained in place. Nothing had to be retrieved from the pt. The pt did not require any additional procedures due to this occurrence. There were no adverse effects to the pt due to this occurrence.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. Add'l detail regarding this occurrence was requested from the user facility, but was unable to be provided. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.